Event description:
I went to see dr. (B)(6) about two years ago and he told me that I have a gum disease. He told me that I need a deep cleaning and afterwards I would need "perio trays" for my periodontal disease. He had perio gel and vibramycin in his office that he sold me to use in the perio trays. He told me to wear the trays every night for 20 minutes per night using both medications. He gave me two cases to store the perio trays in, and he wrote "p.p.t." On them for perio protect trays. I used the trays every night for nearly two years, returning to his office for additional medication when I would run out. Eventually, the trays and medication began to burn my gums. My gums would burn throughout the night and eventually stop burning the next day. I went to see him, and he told me that there must be something that I am doing wrong, and there was nothing wrong with the perio protect trays. After a couple of months of continual burning of my gums every night, I decided to stop wearing the perio protect trays. After a couple of months of continual burning of my gums every night, I decided to stop wearing the perio trays. On (B)(6) 2014, I went to see dr. (B)(6) and I showed him my perio trays. Dr. (B)(6) told me that the trays dr. (B)(6) gave me are not perio protect trays. Dr. (B)(6) showed me what perio trays look like, and they are not even close to what dr. (B)(6) gave me. Dr. (B)(6) called his trays "perio protect trays" by name when describing them and teaching me how to use them, but on the ledger he calls them "gum protection trays". Dr. (B)(6) took photographs of the trays that dr. (B)(6) fabricated, along with the storage cases that dr. (B)(6) wrote, '"p.p.t." On.